Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
The event of "very liquid" implant is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side textured implant replacement. Device has been explanted. Physician reported "rupture very liquid" discovered during explant.

Manufacturer narrative:
Initial reporter zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.